Event description:
The patient reported that they just got out of the hospital and were not feeling well. No additional information regarding the hospitalization was provided. No device is available for return to the manufacturer for evaluation.

Manufacturer narrative:
Adverse event (ae) assessment: ae assessor attempted to contact the v-go client multiple times. Information available is limited to intake call to customer service. Type 2 diabetes mellitus (dm), v-go 30. No information is available regarding blood glucose readings, symptoms, injury, or medical intervention required. The client reported that they were recently discharged from the hospital. The reason for hospitalization or if related to v-go device is unknown.